Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The field service engineer (fse) evaluated the device and confirmed the reported problem. The fse powered on unit in diagnostic mode, inspected avg air flow display reading when set to zero, found reading at 1.1 lpm. Powered on unit normal mode, unit operation ok. During service found avg machine pressure on display out of specifications when set at zero. The fse replaced flow sensor assy and data acquisition pcb, power on unit in diagnostic mode. Unit display reading ok. Failure analysis of the returned part indicates: root cause: the defective u1 on the air flow sensor pcba and defective u1 on the o2 flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported air/oxygen flow accuracy failure. There was no patient involvement.